Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem clinical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose level was between 137 to 185 mg/dl.